Event description:
Upon examination and x-ray, it is clear that the glenosphere has become disassociated from the metaglene base plate (it looks like the fixation pin has snapped off). Account manager advised revision of the glenosphere and metaglene will be required, possibly (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Review of device history records showed no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.